Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function/ alarming/red light. The key failure is the power switch has a short circuit. As stated on the repair statement additional malfunction on this device: pc board has a short circuit.